Event description:
The facility reported a broken door found during biomed testing. No additional contact information was provided. The bospital representative stated they have no record of any patient incident involving the pump.